Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that patient presented to clinic with an adverse event of infection. The implantable cardioverter defibrillator (ICD), right ventricular (rv), left ventricle (lv) and right atrial (ra) leads were explanted. The patient was stable throughout the procedure.